Manufacturer narrative:
Based on the additional information obtained regarding the device, kci's assessment remains the same; it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system.

Event description:
On 08-jul-2019, the device was tested per quality control procedure by kci field service and the unit passed quality control checks and met specifications. On 11-jul-2019, the device was placed with the patient. On 10-sep-2019, the device was tested per quality control procedure by kci quality engineering and passed quality control checks and met specifications. Inspection and testing of the device did not reveal any evidence of an operational malfunction with the unit.

Manufacturer narrative:
Based on the information provided, it cannot be determined that the alleged infection is related to the activ.a.c.¿ ion progress¿ remote therapy monitoring system. This report is being filed due to use error as the case manager reported that the v.a.c® drape was applied over the patient's ileostomy. Device labeling available in print and online states: protect vessels and organs: all exposed or superficial vessels and organs in or around the wound must be completely covered and protected prior to the administration of v.a.c.® therapy. Always ensure that v.a.c.® foam dressings do not come in direct contact with vessels or organs. Use of a thick layer of natural tissue should provide the most effective protection. If a think layer of natural tissue is not available or is not surgically possible, multiple layers of non-adherent dressing material may be considered as an alternative, if deemed by the treating physician to provide a complete protective barrier. If using non-adherent materials, ensure they are secured in a manner that will maintain their protective position throughout therapy. Consideration should also be given to the negative pressure setting and therapy mode used when initiating therapy. Caution should be taken when treating large wounds that may contain hidden vessels which may not be readily apparent. The patient should be closely monitored for bleeding in a care setting deemed appropriate by the treating physician. Infected wounds should be monitored closely and may require more frequent dressing changes than non-infected wounds, dependent upon factors such as wound conditions, treatment goals. Refer to dressing application instructions (found in v.a.c.® dressing cartons) for details regarding dressing change frequency. As with any wound treatment, clinicians and patients/caregivers should frequently monitor the patient's wound, periwound tissue and exudate for signs of infection, worsening infection, or other complications. Some signs of infection are fever, tenderness, redness, swelling, itching, rash, increased warmth in the wound or periwound area, purulent discharge or strong odor. Infection can be serious, and can lead to complications such as pain, discomfort, fever, gangrene, toxic shock, septic shock and/or fatal injury. Some signs or complications of systemic infection are nausea, vomiting, diarrhea, headache, dizziness, fainting, sore throat with swelling of the mucus membranes, disorientation, high fever, refractory and/or orthostatic hypotension or erythroderma (a sunburn-like rash). If there are any signs of the onset of systemic infection or advancing infection at the wound site, contact the treating physician immediately to determine if v.a.c.® therapy should be discontinued.

Event description:
On (B)(6) 2019, the following information was reported to kci by the nurse: on (B)(6) 2019, the patient was allegedly admitted to the hospital for a wound infection. On 21-aug-2019, the following information was reported to kci by the case manager: on (B)(6) 2019, the patient was admitted to the hospital for possible wound infection. The patient had been non-compliant with dressing changes while on the activ.a.c.¿ ion progress¿ remote therapy monitoring system. During the last dressing change, the home health nurse had placed the v.a.c.® drape over the patient's ileostomy which contaminated the wound with fecal matter. A washout was performed and patient was placed on intravenous antibiotic therapy. A device evaluation of the activ.a.c.¿ ion progress¿ remote therapy monitoring system is currently pending completion.